Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks, review of a remote monitoring transmission indicated that the patient had been treated for episodes of ventricular fibrillation (vf), but the rhythm was suspected to be supra ventricular tachycardia (svt). The shocks were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.